Manufacturer narrative:
No eval info available at this time. When it becomes available, we will report as required.

Event description:
It was reported that the 2000 sys will not boot properly. There was no report of pt injury.